Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post-paced t wave oversensing. The patient was asymptomatic. The device was reprogrammed.